Manufacturer narrative:
Suspect device was not returned to conmed for eval. Several attempts were made to contact the reporting party/user facility. Conmed rec'd no response. No further info has been provided by their user facility.